Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited high capture thresholds at multiple sites. The lead was not used and a new lead was successfully implanted. The patient was stable.